Event description:
It was reported that this was an arteriotomy closure of the left common femoral artery using three proglide devices after an interventional procedure with a small-bore sheath. Reportedly, with two proglide devices a cuff miss [suture retrieval issue] occurred. For the third device used, the entire suture detached from the tissue and remained on the suture bearing. Manual compression was used to achieve hemostasis. There was no adverse patient effects and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
A visual and functional analysis was performed on the returned device. The malposition of the device was confirmed. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. Based on the reported information and the observations from the returned analysis, the investigation determined that the reported issue appears to be related to operational context. In this case, it is likely that interaction with the patient anatomy or friable femoral vessel contributed to the reported difficulty. Based on the results of the complaint investigation there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.